Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure was measured at multiple set points throughout the console range and met specifications. When the fluid/air exchange control was on, only air was introduced from the cassette to the infusion line. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. To determine proper actuation of the air infusion valve an external pressure source was utilized to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated; the sample functioned per specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported minute air got into infusion line during a procedure. The cassette pack was replaced with another one and the procedure was completed. There was no harm to the patient. The product sample is available. No additional information is expected.